Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® 9nc 0.5 ml 0.105m buffered trisodium citrate blood collection tubes leaked. The following information was provided by the initial reporter: "the stopper of the tube, sku (B)(4), gets stuck in the holder when flebotomist is pulling out the tube after blood draw, resulting in blood leakage over the patient and the hospital bed (these are hospitalized patients). This only happens when using the citrate tubes and no other tubes are affected. This scenario has happened several times in the past month. They have not experienced this issue in the past."

Manufacturer narrative:
H6: investigation summary: bd received 3 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported that bd vacutainer® 9nc 0.5 ml 0.105m buffered trisodium citrate blood collection tubes leaked. The following information was provided by the initial reporter: "the stopper of the tube, sku 367714, gets stuck in the holder when flebotomist is pulling out the tube after blood draw, resulting in blood leakage over the patient and the hospital bed (these are hospitalized patients). This only happens when using the citrate tubes and no other tubes are affected. This scenario has happened several times in the past month. They have not experienced this issue in the past."